Manufacturer narrative:
(B)(4). This complaint for connection issue is not confirmed and the cause was not identified because there was no sample returned to baxter for evaluation. A batch review could not be performed because the lot number was not available. No adverse trend was identified for reported issue.

Event description:
The customer contacted baxter's service center reporting a connection issue with the transfer set on the homechoice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) close and open the transfer set. The hp was having trouble locating the correct end to ensure the transfer set was open, as well as the clamps. There was no fibrin. The hp was draining into drain bag. The hc returned several times to check patient line alarm. The hp was unable to tell if her transfer set was open. Then the hp stated she was now disconnected. The tsr advised the hp to put a mini cap on her stomach and let her registered nurse (rn) and daughter know that she did not do therapy tonight. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. A 510(k) number will not be provided in the MDR as the product code and lot are unknown. If additional information becomes available, then a follow up MDR will be submitted.